Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that externalized conductors were observed via x-ray. The lead remains implanted.

Event description:
New information states that re-evaluation of lead image showed normal results. The patient's condition is stable.